Event description:
It was reported that a tlc10 was used during a gastrectomy procedure. It was reported by the affiliate that the instrument malfunctioned after reloading cartridge. There was no consequence to the patient.

Manufacturer narrative:
D5, 6; h4: info not available, device not returned for analysis.